Manufacturer narrative:
Correction: the reported event that the battery holder was broken could be confirmed during visual inspection. It was observed that the battery compartment was cracked. Any physical impact to the navigated instrument, such as with a mallet or a similar tool should be avoided. As the battery holder was cracked and not broken off, the risk associated with disassembled components does not apply; therefore, this report was filed in error.

Event description:
It was reported that the battery holder was found to be broken off during testing at the user facility. As the event occurring during testing, no delays or patient involvement was reported.

Event description:
It was reported that the battery holder was found to be broken off during testing at the user facility. As the event occurring during testing, no delays or patient involvement was reported.